Event description:
Before a coronary drug eluting stenting treatment procedure a shaft break occurred. During preparation of a 3.00 x 8 mm taxus express2 drug eluting stent the shaft became stuck on the guide wire and broke. The procedure was successfully completed with another 3.00 x 8 mm taxus stent. No patient complications were reported. The patient status is reported as `satisfactory/good'.